Event description:
It was confirmed that the impedance measurements were greater than 4,000 ohms with electrodes 8-15. Impedances were tested at default voltage and up to 3v. All impedance measurements were within normal range when a mltc was used. It did not look like there was fluid in the connector block but the doctor tried to suction the connector port. The lead was disconnected and reconnected from the ins approximately five times and the lead location was switched in the connector port but impedances remained out of range for electrodes 8-15. The impedances were normal after the new ins was used.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the impedance measurement was high, out of range values, during the implant procedure. It was noted that the device was never implanted and another device was used. Additional information received reported that the bottom part impendence kept coming out of range and patient was not feeling stimulation. It was noted that the mltc (multi-lead trialing cable) worked great. No patient outcome was provided. Additional information has been requested and when available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis for the ins revealed it was functioning okay. There were insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.